Event description:
It was reported during pre-mapping, the faradrive sheath came out from the femoral orifice (fo) and reinserted with the hd grid catheter. Air was noted during backflow and continued to draw in despite multiple attempts, so the sheath was replaced. During bb, the faradrive sheath occasionally got stuck or was unsuccessful to cross through when the fo was pulled out. It was then checked outside the body, and no visible issues were noted. After discussion with the physician, it was suggested that the sheath tip might have been kinked or that a gap between the sheath and hd grid catheter could be the cause. After replacement, the sheath advanced smoothly without further issues. A slight leak was also reported. No patient complications occurred. The product was received and investigation is still in progress. It was further reported that blood leak was seen from the valve of the sheath. A pump was used for flushing at 20ml/h. No visible damage was seen in the sheath tip.

Manufacturer narrative:
Investigation summary: boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Evaluation of the sheaths functionality observed a successful engagement of the deflection mechanism, as the sheaths tip was able to achieve and maintain its intended curvature. The distal tip of the sheath and dilator interface was recorded and met design specification. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles, leak, blood in sheath and difficulty to advance are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported during pre-mapping, the faradrive sheath came out from the femoral orifice (fo) and reinserted with the hd grid catheter. Air was noted during backflow and continued to draw in despite multiple attempts, so the sheath was replaced. During bb, the faradrive sheath occasionally got stuck or was unsuccessful to cross through when the fo was pulled out. It was then checked outside the body, and no visible issues were noted. After discussion with the physician, it was suggested that the sheath tip might have been kinked or that a gap between the sheath and hd grid catheter could be the cause. After replacement, the sheath advanced smoothly without further issues. A slight leak was also reported. No patient complications occurred. The product was received for analysis. It was further reported that blood leak was seen from the valve of the sheath. A pump was used for flushing at 20ml/h. No visible damage was seen in the sheath tip.